Manufacturer narrative:
(B)(4). The DHR for lot 10764 was reviewed. No ncrs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 04/25/2019. Corrected data: the device has not been received. They do not have the device to return.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the patient have an autoimmune disease? No. Is the patient currently taking steroids/immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown . How severe was the dysphagia/odynophagia before intervention? Unknown. Did the dysphagia improve after the device was implanted initially? Unknown. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Where there any other reasons besides the gerd and dysphagia that lead to the removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that a lxmc15, lot: 10764, was explanted due to continuing gerd symptoms and dysphagia. The device was removed intact and without complication. The patient then had a toupet procedure to resolve the gerd symptoms. There were no patient consequences.